Event description:
It was reported that on (B)(6) 2012, experienced pain and lower extremity discomfort. On (B)(6) 2012, an IV dye study was performed and "confirmed non-functional catheter"; this was further confirmed on CT-guided study that showed that the catheter was broken in "multiple locations". A surgical revision of the catheter was performed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).